Event description:
Boston scientific was notified that during a procedure the system was flushed and then the transend 300 guidewire was back loaded into the system. The stent was successfully deployed with good vessel position. The transend 300 guidewire was withdrawn and engaged the stent at the proximal end, the stent migrated lower. The stent positioned good at the proximal location. Hyperglide balloon attempted for aneurysm protection but refused to negotiate past the stent. Procedure completed without neck protection. Coil density at neck compromised. No complications with the pt as a result of this event.